Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high bipolar impedance was noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.